Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. One day following onset, the patient visited the emergency room and was given prescriptions for antibiotics, but was not admitted to the hospital. The cause of the peritonitis event was not reported. On unreported date(s), the patient was treated with tobramycin (route, dosage, frequency, and duration not reported) and cefazoline (route, dosage, frequency, and duration not reported) for the peritonitis event. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the peritonitis event. No additional information is available.